Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a known potential fracture. The rv exhibited high undefined out of range (oor) pacing impedance and no capture at the time of replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.